Manufacturer narrative:
(B)(4). A review of the device history records cannot be performed without add'l device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.

Event description:
Broken screws were reported by a pt. No specific info could be provided regarding implant or explant operative procedures or dates. The pt claims to have the screws in his possession. No details could be obtained.